Event description:
Device malfunction: failure to deploy-thumb advancer, difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician untrained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, during thumb advancer deployment, the exchange sheath did not split correctly. During device removal, resistance was met causing difficulty removing the device. The device was removed from the tissue tract by performing a small subcutaneous surgical cut-down, and by applying slight force. The force applied to remove the device was not considered excessive. Manual compression was applied for twenty minutes to achieve hemostasis. No adverse pt effects were reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device code: incorrect use of device - failure to follow steps. The starclose se instructions for use (IFU) states under closure procedure, "it is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract." Additionally, the IFU states, "caution, this device is restricted to sale by or on the order of physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catherizations procedures, and who have been trained by an authorized representative of abbott vascular."